Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter. The customer reported that the hub detached from the uvc when it was attached to the fluid bag.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded. (B)(4) qa has requested information but no additional information has been provided to date, if additional information is obtained, the medwatch form will be updated.